Manufacturer narrative:
B4.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 with control-iq user guide: "do not expose your pump, transmitter, or sensor to: » x-ray » computed tomography (CT) scan » magnetic resonance imaging (MRI) » positron emission tomography (pet) scan » other exposure to radiation".

Event description:
It was reported that a malfunction alarm occurred. According to the customer, the pump was exposed to x-ray while in the operating room prior to the malfunction occurring. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 97 mg/dl.